Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an occlusion alarm. The customer's blood glucose (bg) level was 489 mg/dl with small level of ketones. The customer changed the infusion set site. As the customer had changed the site prior to contacting tandem technical support, troubleshooting to determine a possible cause of this occlusion could not be performed. The customer was to change all of the supplies on the pump and if needed, insulin injections were available if needed to address the bg level.